Manufacturer narrative:
This report was initially submitted following notification from a customer in the netherlands regarding false negative culture bottle results obtained in association with the bact/alert® fa plus culture bottle (ref. 410851, lot 4053406). Based on the evaluation of data, delayed entry of the fa plus culture bottles lot 4053406 by the user was the primary root cause for the false negative results. Review of the patient bottle graphs from the customer¿s bact/alert® 3d instrument, and the communication from the customer determined the bottles were delayed by sixteen (16) hours in loading onto the instrument after they were inoculated. The bact/alert® fa plus bottles had organism growth with high reflectance units as per the graph and instrument backup analysis, suggesting that the sensors of the bottles changed color (e.g. Yellow) prior to delayed entry, contributing to the false negative results. At the time of delayed entry, the instrument did not detect further growth in the bottles with false negative results. The instructions for use (IFU) for bact/alert® fa plus states the following: - specimen collection and preparation: (4) ¿biomerieux recommends that inoculated culture bottles be placed into the bact/alert microbial detection system as soon as possible after collection, if there is an unavoidable delay, inoculated bottles may be maintained at room temperature up to 24 hours before loading into the instrument.¿. Procedural notes and precautions: (3) ¿if inoculated culture bottles have been delayed in their receipt into the laboratory or have been incubated prior to entry into the bact/alert instrument, visually inspect for indications of microbial growth. If microbial growth is evident, treat the bottles as positive and do not place in the bact/alert microbial detection system for monitoring.¿. Communication from the customer confirms that the patient bottle sensor color was not checked prior to loading onto the instrument, and this contributed to the false negative results.

Event description:
A customer from the netherlands notified biomérieux of obtaining a false negative culture bottle result in association with the bact/alert® fa plus culture bottle (ref. 410851, lot 4053406). The customer stated the patient had two sets of bottles processed, each set included one fa plus (aerobic) bottle and one fn plus (anaerobic bottle). Patient bottle results are listed below. Set 1: fa plus positive and fn plus positive. Set 2: fa plus negative and fn plus positive. The negative fa plus bottle was removed after five days of incubation, and identified to have a yellow sensor and dirty broth. The bottle gram stain showed presence of gram positive cocci. The sub-culture identified the gram positive cocci as enterococcus faecalis. The customer stated that bottle entry into the instrument had a delay of sixteen hours. It is unknown if the bottle sensor was already yellow at the time of entry. There is no adverse patient impact, positive results were obtained with the first set of blood culture bottles therefore the false negative result had no adverse impact to the patient¿s state of health. Biomérieux will initiate an internal investigation.